Event description:
Lilly case ID: (B)(6). This spontaneous case, reported by a consumer with a product complaint, with additional information from a second reporting consumer, concerns a light brown female patient of unknown age. The medical history of the patient was not provided. The concomitant medications included: caffeine with metamizole sodium and orphenadrine citrate, and metformin, indications for use were not reported. The patient received human insulin nph (rdna origin) (humulin n) unknown formulation, unknown dose at morning and 10 iu at night, and human insulin regular (rdna origin) (humulin r) unknown formulation, 4 iu at morning and 4 iu after lunch, both subcutaneously, for treatment of diabetes, beginning approximately in 1990. It was also reported that patient performed between three or four applications in accordance to her glycemia (unspecified frequency). Approximately in 2014 the patient started to receive the human insulins via humapen luxura burgundy (lot number 1306b02/pc 3322617) and humapen luxura champagne (lot number 1210b02/pc 3321573) but it was not specified what insulins were delivered by each reusable pen. In 2014, approximately 24 years after the starting of human insulins treatment and unknown time after the starting of the reusable pens, the patient experienced problems with glycemia and she had to be hospitalized for two months (dates not reported). It was unknown if the patient received any corrective treatment for this event. It was reported that the patient did not do the preparation for the reusable pen, and she was administering the insulins directly (as reported), however her husband read the manual of the reusable pen and explained for the patient how to use properly, after that (unknown date) the patient recovered from the glycemia problems. On an unspecified date, the patient started to use cartridges of human insulin nph and human insulin regular from another manufacturer because she did not find the human insulins from the company. On an unknown date, unknown time after the starting of human insulins therapies, the patient experienced knee pain. No further information regarding the event of knee pain was provided. It was reported that the humapen luxura burgundy (lot number 1306b12 associated with product complaint (B)(4)) and humapen luxura champagne (lot number 1210b02 associated with product complaint (B)(4) ) had broken because she was using the pens with another manufacturer's insulin cartridge, and the patient was using the insulins with syringe. Laboratory exams were unknown. As of (B)(6) 2015 the patient was using human insulin nph and human insulin regular from another manufacturer via syringe. No additional follow-up will be attempted as the reporting consumer declined to allow contact by the company. The patient was the operator of the device and she was trained by an unspecified person in the hospital (as reported). The reported devices had been used for about one year; it was unknown for how long these devices model had been used. The devices were not returned. The first and second reporting consumer did not provide any opinion of relatedness. Update (B)(6) 2015: information was received on (B)(6) 2015. Added second consumer reporter to the case. No other new information was added to the case. This case was previously considered to be non-valid due to no adverse event. Additional information received on (B)(6) 2015 from initial reporter which validated the case. Added ethnicity, weight and height of the patient; added concomitant medications; added serious event of glycemia problems with hospitalization and non-serious event of knee pain; added human insulin nph and human insulin regular as suspect drugs; changed humapen luxura champagne and humapen luxura burgundy to suspect devices. Corresponding fields and narrative updated accordingly. Update (B)(6) 2015. Additional information received (B)(6) 2015 from the global product complaint system. On the first device tab recoded the humapen luxura champagne to humapen luxura burgundy; on the second device tab recoded the humapen luxura burgundy to a to humapen luxura champagne, added lot numbers for both devices, updated the EU/ca fields, and the narrative accordingly. Edit (B)(6) 2015: upon internal review on (B)(6) 2015, corrected the chronological order from the update statement from (B)(6) 2015 to clarify that the only medically significant information was the one received on (B)(6) 2015. Update (B)(6) 015: additional information received on (B)(6) 2015 from the global product complaint database added the device specific safety summary and manufactured date for both devices; added that the devices were not returned; updated the EU/ca fields; and updated the narrative.

Manufacturer narrative:
New, updated and corrected information is referenced within the update statements in please refer to update statement dated (B)(6) 2015 . No further follow up is planned. This report is associated with 1819470-1819470-2015-00054, since there is more than one device implicated evaluation summary: a patient reported that she used a non-lilly insulin cartridge (novolin) in her humapen luxura device and the cartridge holder broke. She experienced abnormal blood glucose levels. The actual device was not returned to the manufacturer for investigation (batch number 1210b02, manufactured october 2012). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. However, based on the patient's complaint description, if a novolin cartridge would be forced into a humapen luxura cartridge holder, this could lead to cartridge holder damage. The patient support center was able to advise the patient regarding use of only lilly insulin cartridges in the humapen luxura. The user manual instructs, 'humapen luxura is for use only with lilly insulin (humalog or humulin) 3 ml cartridges. Do not use other brands of insulin cartridges.' There is evidence of improper use. The user used non-lilly brand of insulin. In addition, the user previously did not prime the device. This may be relevant to the complaint of abnormal blood glucose levels.